Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause could not identified. The issue was resolved according to the customer and was isolated to scopes. Additional information was requested from the reporter, however, those attempts were not successful. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer; refer to b5, e1 and h6.

Event description:
The customer further reported they initially weren't sure what was causing the issue, so they switched out both the cv-190 unit and the scope to complete the procedure. During troubleshooting, they were able to isolate the issue to two separate scopes and determined there was no issue with the cv-190 unit. Two additional medwatch reports have been submitted for the scopes. Refer to patient identifiers (B)(6).

Event description:
The customer¿s olympus representative reported to olympus technical assistance center (tac), the evis exera iii video system center received scope error e315 (no image). The customer was able to complete the procedure using a second endoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Initial reporter health professional/initial reporter occupation- selected in error. In speaking with olympus technical assistance center (tac) via the phone, the olympus representative reported that when the customer had connected the cv-190 with an endoscope observed scope error 315. The customer connected another endoscope and the unit worked fine. At the time of the call, troubleshooting was unable to be performed as the olympus representative was not with the unit and the user was in the middle of the procedure. Tac provided the olympus representative with troubleshooting steps to perform with the user at a later date: reset the error code to remove it from the monitor. Ensure that the contact pins on the endoscope are clean and dry. Blow air inside the clv-190 connector. Reseat the light source cable between the cv-190 and clv-190. Follow up was performed and the user was able to isolate the issue, however, no details were provided. The user facility uses a third party repair company to repair units. Therefore, no devices are expected to be returned to olympus for evaluation. Additional information has been requested regarding this event. This investigation is ongoing. Once the investigation has been completed or if additional information becomes available, this report will be supplemented.